Event description:
It was reported that during a percutaneous coronary intervention a balloon occluded a vessel and the patient experienced slight rhythm and blood pressure changes. The lesion was located in a mid left anterior descending artery. A 2.5x12mm maverick2 balloon was advanced to the lesion and under angiography the product appeared larger than expected as if it had been inflated before. The physician also noted that the balloon fold did not appear usual for the device. The balloon occluded the artery causing slight rhythm and blood pressure changes. When the balloon was removed, the rhythm and pressure changes resolved without requiring medication. The procedure was completed with another maverick2 balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the midshaft was kinked at 18mm and 13mm proximal to the port. An examination of the balloon found that the balloon was not refolded and the balloon folds were opened outwardly. However, it is noted that the memory of the balloon folds can be lost after the balloon protector/ bi-tube has been removed from the balloon. There were no traces of any inflation media inside the balloon. The balloon length was measured and found to be within specification at 12mm. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during a percutaneous coronary intervention a balloon occluded a vessel and the patient experienced slight rhythm and blood pressure changes. The lesion was located in a mid left anterior descending artery. A 2.5x12mm maverick2 balloon was advanced to the lesion and under angiography the product appeared larger than expected as if it had been inflated before. The physician also noted that the balloon fold did not appear usual for the device. The balloon occluded the artery causing slight rhythm and blood pressure changes. When the balloon was removed, the rhythm and pressure changes resolved without requiring medication. The procedure was completed with another maverick2 balloon. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Updated - device evaluated by manufacturer: the device was attached to an inflation unit and the balloon was inflated to its nominal pressure. The outer diameter of the balloon was then measured and found to be within specification. Therefore, no issues existed with the outer diameter of the balloon. (B)(4).